Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause that led to the malfunction: not replacing the water filter at the replacement deadline stated in the instruction manual. The event (1) is detectable and preventable by handling device in accordance with the following IFU. IFU operation manual ¿7.3 replacing the water filter (maj-2317).¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that the water filter had only been changed once a year and was clogged. There was no patient involvement.